Manufacturer narrative:
(B)(4). Conclusion: the actual device was returned with the cannula cap detached from the cannula tabs and was evaluated. Visual and functional examinations revealed no damages and the device worked as intended. It is possible that the cannula cap detached due to excessive forces applied to the device during use.

Event description:
It was reported that the patient underwent a laparoscopic hernia procedure on (B)(6) 2015 and absorbable straps were used. During the procedure, the cannula cap came off and fell into the patient. The cannula cap was retrieved from the patient without additional dissection. The procedure was completed with another device. There were no adverse consequences to the patient.